Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse station (cns) was stuck in a boot loop, emitting three beeps before shutting down. Technical support instructed the bme to disconnect the ethernet cable to access the desktop. Multiple attempts were required, as the cns continued to shut down during startup. The beeping pattern changed from three to five beeps, and the cns displayed a windows diagnostic error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse station (cns) was stuck in a boot loop, emitting three beeps before shutting down. No patient harm was reported.